Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Stryker replaced the device's keypad as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the device's keypad and the keypad passed functional and close contact resistance test.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.